Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient stretched the other night and it felt like their device came to just under their skin, causing discomfort. It was noted that the event was related to the device or therapy and not related to the implant procedure. No actions/interventions were taken. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2016 . No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).